Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific (bsc) right ventricular (rv) defibrillation lead exhibited shock impedance measurements of less than 20 ohms. Isometrics testing and pocket manipulation were performed in which the impedance came back up to 20 ohms. No noise was observed. Boston scientific technical services discussed contacting the non bsc company to discuss the rv lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.